Manufacturer narrative:
E1: reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from manufacturer's product support engineer (pse), reporting the power cable on the v60 ventilator exceeded the manufacturer's specifications. The issue was found during performance verification testing (pvt); the device was not in clinical use. There was no report of harm. The pse evaluated the device and reported the power cable exceeded the resistance limit set by the manufacturer. The pse recommended power cord replacement for correction.

Manufacturer narrative:
H10: the product support engineer (pse) replaced the power cord once customer approval was received. Following the test & verification procedure, the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.